Event description:
Event description guidant received information that interrogation of this implantable cardioverter defibrillator (ICD) revealed 4 diverted episodes, pacing inhibition for 6-7 seconds, and noise on both the rate/sense and shock electrograms (egms). All lead diagnostic measurements were noted to be stable and within normal ranges.